Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2014 that customer experienced an "episode months ago and was rushed to the hospital after blacking out due to low blood sugar." No information on the brand or type of device used or lot numbers of any test strips or any blood glucose readings or dates of hospitalization was forthcoming. This is being reported as an adverse event under the FDA medwatch regulations.